Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacture date may 4, 2011. The device history reported (DHR) indicated pioneer surgical technology manufactured the cable tensioner with pistol grip, p/n 03.221.015, and lot number p089283 on po 1250801 dated april 6, 2011 for 22 pieces and po1250413 dated march 29, 2011 for 3 pieces. Initially, the part conformed to the certificate of compliance (dated march 28, 2011 for 22 pieces and march 25, 2011 for 3 pieces) and was inspected and conformed to the synthes incoming final inspection sheet #ns047903, revision ¿b¿. The lot was released to the warehouse may 4, 2011 (22 pieces) and april 1, 2011 (3 pieces). Nonconformance report (ncr) # 1049176 was issued april 8, 2011 against the 22 pieces of lot p089283 for incorrect revision of label; all 22 pieces were reworked and the ncr was closed may 4, 2011. The cable tensioner with pistol grip was made to the synthes drawing p/n 03.221.015, revision ¿a¿, released on january 12, 2011. The visual inspection by the supplier of the returned device performed as part of the manufacturing investigation reported the ¿device free from damage or debris which could negatively affect the performance of the device.¿ pioneer surgical technology manufactured the cable tensioner with pistol grip, p/n 03.221.015, and lot number p089283 on po 1250801 dated april 6, 2011 for 22 pieces and po1250413 dated march 29, 2011 for 3 pieces. Initially, the part conformed to the certificate of compliance (dated march 28, 2011 for 22 pieces and march 25, 2011 for 3 pieces) and was inspected and conformed to the synthes incoming final inspection sheet #ns047903, revision ¿b¿. The lot was released to the warehouse may 4, 2011 (22 pieces) and april 1, 2011 (3 pieces). Due to an unknown cause, it was reported on that a pistol type tensioner discovered in sterile processing would not work properly. There was no patient involvement. A piece of cable in the barrel area of the tensioner area would not pass through the tensioner for tensioning. Supplier reported that upon receipt, ¿visual inspection found the device free from damage or debris which could negatively affect the performance of the device.¿ supplier stated, ¿functional inspection found that when pressing the release lever, the cam shaft would not retract freely when in the compressed position. Lubrication was applied to the tensioner and was tested three times. All test results meet specifications. The DHR review confirmed this product met specification prior to shipping.¿ based on the evaluation and the unknown cause, this complaint is not considered supplier or manufacturing-related. The cable tensioner with pistol grip was made to the synthes drawing p/n 03.221.015, revision ¿a¿, released on january 12, 2011 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pistol type tensioner discovered in sterile processing would not work properly. A piece of cable in the barrel area of the tensioner area would not pass through the tensioner for tensioning. The event is not related to any specific patient or case, there was no patient involvement. This complaint involves (2) devices. This report is for 1 of 2 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.